Event description:
New information noted that the lead was capped on (B)(6) 2018. The patient was doing well after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had oversensing with multiple noise reversions. Programming changes were made. A lead revision was discussed. The patient was stable.